Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer indicated the c-arm is shutting down. The fse was able to confirm in the logs communication errors and 5v dropping out. The fse determined the cause of the problem to be the power supply and power supply cable. Fse replaced the powers supply and associated cable to resolve the issue. The fse verified system functionality. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Based on age of the system, manufactured in 2005, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The associated cable was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.